Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the marker channer was not present after interrogation of the implantable cardiac device (ICD). It was noted that markers appeared when tests were initiated. Troubleshooting is ongoing. The programmer remains in use. No patient complications have been reported as a result of this event.